Event description:
It was reported that the patient's blood glucose level rose to over 500 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site on their abdomen. Despite attempting to deliver 20 boluses over a 20-hour period, the patient reported that their blood glucose levels kept rising. The patient reported experiencing dry mouth and feeling thirsty. When the patient removed the pod, they noted that the adhesive had folded under the pod. The patient called their doctor for recommendations; no diagnosis was given. As treatment, a new pod was applied and the patient administered 8 units of insulin to reduce their blood glucose levels.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.locked down smartphone: lockdownomnipod software app version: 4.0.2operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.